Manufacturer narrative:
(B)(4). The technical service tried to change the monitor, load new software but the issue persisted. The evaluation of the device has not been completed.

Event description:
It was reported that, the 980 ventilator was inoperable. Although requested, the following information was not provided: if a patient was impacted by the reported event, patient outcome, as well as if any intervention was required on behalf of the patient.